Event description:
The customer reported that his olympus evis exera iii video system center was not producing when it was plugged in during a procedure. According to the initial reporter, the staff tried another unit and it functioned properly. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The imager was not producing an image due to a poor connection. The video connector unit pin was bent and compromising the connection. This part will require replacing. All other functional tests for the subject device were passed without issue. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent video connector pin could not be identified. Olympus will continue to monitor field performance for this device.